Event description:
Allegedly surgeon used the straight plate with locking drill guides and had success with purchase on 2 holes, with the third giving the problem. The screw heads was not getting any purchase into the threads of the plate, therefore spinning in the plate. It resulted in taking the plate out and putting in a tubular plate from our system. In all, it took about 45 minutes of added or time to rectify.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00929.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).